Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that two pts had tooth extractions and developed infections. Physician reporting because lots are part of the recall notice received from integra. (B)(6) 2013: doctor reports the following: pt (B)(6), on (B)(6) 2013: pt presented with complaint of swelling upper right. Exam shows fractured root (mb) #3, endo treated and periodontal abscess. Diagnosis: non-restorable. Treatment: extract, graft for bone preservation and implant. Pt deferred extraction that day for personal reason. Amox antibiotic for short term relief. (B)(6) 2013: schedule for extraction. Surgical extraction via split root tech and root extraction to conserve buccal plate and reflex tissue. Straumann allograft ocan, helioplug over bone, cytoflex resorb for closure. Close with 3 x 3 silk suture. One week follow-up for suture removal. (B)(6) 2013: pt complains of pain and bad taste from area. Dr out of office, at meetings. Staff called with pt's complaint to: advise x-ray (viewed remotely) antibiotic (amox 875 bid x 7 days) and return on doctor's time back in office. (B)(6) 2013: exudate in site. Debride, irrigate and another round of amox. (B)(6) 2013: healing within normal limits.